Event description:
The patient was implanted with rns system and developed a bleed on right parietal lobe under the ferule and neurostimulator, post-op. Patient has a history of a l vp shunt and no medications that would cause a bleed. No additional details were provided by the treating center.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.